Manufacturer narrative:
Hu-friedy does not track class 1 devices by serial number or UDI, only by a lot number, which is tied to the date of manufacture. The product involved in the event does not have an expiration date. The device is not implanted, therefore implant/explant dates are not applicable. Reprocessor does not apply. No concomitant medical products or therapy dates provided.

Event description:
It was reported to hu-friedy mfg. Co., llc that an instrument broke in a patient's mouth during a procedure. The tip became embedded in the gum and the dentist opened a flap to retrieve it.